Manufacturer narrative:
The handpiece was received by the manufacturer, and the complaint was confirmed. Based on the quality investigation, the permanent handswitch assembly became displaced, which disabled the safety mode and allowed the drill to operate when in safe mode. It is unk how the handswitch assembly became displaced. The handswitch was repaired and additional preventative maintenance was performed. The drill was returned to the customer.

Event description:
It was reported that the drill continued to run, when the trigger was no longer activated. No pt involvement was reported. There was no user injury reported, and no other adverse consequences alleged with this event.